Manufacturer narrative:
Information was received that this lead was explanted due to patient needing an MRI compatible system. There is no evidence or allegation of a device malfunction for this device. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was explanted on (B)(6) 2023 due to non-specific product performance issue. No adverse patient events were reported. Should additional information be received, this file will be updated.